Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon occurred due to a faulty patient board set. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the evis exera iii video system center for repair due to a report of "scope socket not retaining scope." The problem, as reported to olympus, was identified during "testing." During an evaluation of the device, performed by olympus, it was determined no image was present when the device was tested with olympus, model series 180 scopes. This report is submitted due to the finding of no image, identified during the device evaluation by olympus. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was present when tested with olympus, model series 180 scopes; the cause was assigned to a printed circuit board failure. Additional evaluation findings are as follows: user reported problem of scope socket not retaining the scope was confirmed - it was determined the video connector latch was worn, causing poor connection with "pigtails" (cables); the main switch was noted to be a previous version - update recommended; version 1.05 software found installed - update to version 4.10 recommended. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.